Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2022).

Event description:
It was reported through the results of a clinical trial that approximately five months and eleven days post index procedure using a drug-coated balloon catheter, cutaneous erosion with superficial bleeding has occurred. It was further reported that skin resection and repair of the right cephalic vein was performed for treatment. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2022), g3, h6 (patient). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that, approximately five months and eleven days post-index procedure using a drug-coated balloon catheter, cutaneous erosion with superficial bleeding has occurred. It was further reported that skin resection and repair of the right cephalic vein were performed for treatment. Furthermore, approximately one year and four months post-index procedure, the subject had an adverse event of subtotal thrombosis of the right brachiocephalic fistula and stenosis at the cephalic arch. Reportedly, standard percutaneous transluminal angioplasty, a bare metal stent, and thrombectomy or thrombolysis were performed for treatment. The current status of the patient is unknown.